Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation, noise on was observed on both the atrial and right ventricular leads. The leads were reprogrammed. The patient's condition was stable post event and would continue to be monitored via merlin.net.

Event description:
New information on 1/9/2017 notes both leads continue to exhibit noise. The noise was observed and oversensed with pocket manipulation. The leads were explanted. The patient's condition post procedure was stable.

Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation at 14.2 cm to 14.3 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This is consistent with the observation from the field of noise.